Manufacturer narrative:
Additional information: visual inspection of the returned lens found the optic cut in half. Two haptics are attached to one piece of the optic. There is a scratch or scuff mark through the center of the largest piece of the optic. The lens was rinsed in an ultrasonic bath for 1 full minute and then re-examined. The scratch or scuff mark remains visible. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that the lens was removed intraoperatively due to a 1-2mm mark noted on the center of the lens upon lens insertion. Reportedly, the mark looked like a scuff or scratch. Another lens of same diopter was implanted successfully and a suture was placed. No additional information was provided. Reference MDR #1313525-2015-02074 for the injection cartridge involved in the event.

Manufacturer narrative:
The lens has been returned and it is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.